Event description:
It is reported that the device was implanted in 2003. Revision surgery occurred in 2008, due to pain and loosening.

Manufacturer narrative:
Evaluation summary: it is reported that the left knee was revised for loosening of the femoral component at the bone/cement interface. Also, during surgery, it was observed that the femoral component disengaged from the stem extension with moderate impact to the anterior flange. The returned femoral component shows significant amount of bone cement deposit on all surfaces including around the post indicating good cement fixation to the implant. Taper junction shows scratch marks and the set screws are in place. There is no noticeable damage to the condyle surfaces. Pre-op x-rays are not available for review. The cause of the problem could not be definitely determined. However, the asymmetric deformation of the taper on the stem extension indicates that it may not have been properly seated in the femoral component. It is likely that improper seating compromised the stability and fixation of the joint. Device history records indicated device manufactured to specification.